Manufacturer narrative:
The commander delivery system was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No case imagery or device photographs were provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no additional complaints related to the applicable complaint codes. Per the IFU and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from 'umbrella-ing' at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported event. In this case, the complaints were not able to be confirmed without the device. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'when the valve was fully inflated, the commander delivery system balloon ruptured'. A definite root cause was unable to be determined due to insufficient information. It is possible the presence of calcification can create a challenging anatomy for the balloon. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As reported, 'difficulties were encountered during the withdraw of the delivery system'. The balloon burst likely altered the balloon profile. The altered delivery system made the device more susceptible to be caught on the sheath tip, which subsequently resulted in withdraw difficulty into the sheath. As reported, 'additional force was applied during the withdrawal attempt, resulting in the separation of the balloon material and nose tip'. Subsequently, this may have required excessive manipulation of the devices to overcome the withdrawal difficulties, which may have resulted in separation of the components and balloon. Available information suggests, patient factors (calcification) may have contributed to the balloon burst during valve deployment. Procedural factors (withdrawal of burst balloon, excessive manipulation) may have contributed to the reported withdrawal difficulties and nose cone separation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03038.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported, during the deployment of a 26mm sapien 3 ultra valve, the commander delivery system balloon ruptured. During the deployment of the sapien 3 ultra valve in the aortic position, when the valve was fully inflated, the commander delivery system balloon ruptured. Difficulties were encountered during the withdraw of the delivery system. Additional force was applied during the withdrawal attempt, resulting in the separation of the balloon material and nose tip. When the delivery system was removed, the nose tip remained in the sheath. The sheath was removed, with the nose tip and balloon material. Upon removal of the sheath, it was reported that the sheath tip was tore approximately 3 inches. No injury to the patient was reported. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient. The delivery system and sheath were retained by the facility and are not available for return at this time.